Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and treatment for peritonitis was not reported. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient (pt) was not hospitalized for the peritonitis. On an unreported date, the pt started treatment for the peritonitis with gentamicin and cephazolin (doses, frequencies and route not reported) which was reported to be self-administered by the patient. Four days after the onset, the pt was recovered from the peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.